Event description:
The consumer called stated that his unknown power chair allegedly goes in circles, intermittently. The knob, on the joystick, allegedly does not always work when he tries to drive. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.